Event description:
It was reported that, the ventilator display became blank. There was no patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The medtronic field service engineer (fse) evaluated the ventilator, and noticed that the air proportional solenoid valve was missing. The fse only downloaded the software. The customer informed that the biomedical engineer will complete the repair and perform testing.